Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that there was a black circle by her time. The customer's blood glucose was 515 mg/dl at the time of incident. The customer troubleshoot for air bubbles, site and infusion set issues, bent cannula issues and no delivery issues. The insulin pump will not be returned for analysis.